Event description:
It was reported that during an obstructed defecation surgery, the surgeon heard a strange noise and felt an unexpectedly high resistance while he was squeezing the firing handle. He therefore decided to reopen the stapler and replace it. After extracting the stapler, the surgeon noticed that the anvil shaft was curved. The case was carried out and finished by using a new device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center the analysis results found that the device arrived with the anvil shaft bent, the knife damaged, and the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.